Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Blood residue was present between both screw flanges and potting cut surfaces. Gross visual examination of the device noted a crack near the base of the bell housing at the non-cavity ID end of the dialyzer. The complainant had drawn an arrow on the exterior of the housing pointing toward the non-cavity ID end indicating where the crack was observed. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified originating from the crack below the bell housing at the non-cavity ID end of the dialyzer. No other damage or irregularities were noted on the cavity ID end of the dialyzer. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The complaint investigator was able to visually confirm a crack near the base of the bell housing at the non-cavity ID end. Submersion of the fiber bundle in a water bath isolated the leak to the location of the crack. As such, the reported complaint of an external blood leak was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately at the start of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm. However, blood was visually observed leaking externally from under the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was noted as being approximately 2-3cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.